Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 52 mg/dl at the time of the call. The customer stated that the insulin pump fell into a lack and now has moisture damage. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under the display, electronic assembly or motor was noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corner and minor scratches on the display window. The insulin pump was received without the original battery cap and no damage could be verified to the battery cap.